Event description:
A malfunction alarm known as cartridge alarm 20 was reported during pumping. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in loading a new cartridge, but the alarm recurred, leading to a decision to replace the pump. The customer will use multiple daily injections (mdi) as a backup therapy. The problematic pump was put into storage mode as instructed and will be returned using a prepaid label within 10 days, with the customer acknowledging all instructions.